Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: ((B)(6) 1988, (B)(6) 1990 and (B)(6) 1994)), miscarriage in 2008, arthritis rheumatoid and adenomyosis. Concurrent conditions included asthma, rhinitis allergic, uterine bleeding, chronic cervicitis, cervical cyst, endometriosis and obesity. Family history included heart disease, unspecified. Concomitant products included conlunett (ortho-novum) from (B)(6) 2015 to (B)(6) 2015, desloratadine since 2012, galenic /fexofenadine hcl/pseudoephedrine/ (allegra-d 12 hour), ibuprofen, naproxen, paroxetine hydrochloride (paxil) since 2014, salbutamol (albuterol inhaler), tranexamic acid (lysteda) and vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, menorrhagia, dyspareunia, vaginal discharge and vulvovaginal pain had resolved, the allergy to metals and fatigue outcome was unknown and the alopecia was resolving. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2009, plaintiff underwent the essure implantation procedure and essure was successfully implanted, without complications, with the essure device. Physician visualized four training coils within the right side of the uterine cavity and five trailing coils within the left uterine cavity. Beginning on or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy to remove the essure devices, plaintiff goodwin has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed fallopian tubes were fully occluded on (B)(6) 2009, she dye test that shows confirmed fallopian tubes were occluded - blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob:(B)(6)1988, (B)(6)1990 and (B)(6)1994)), miscarriage in 2008, arthritis rheumatoid and adenomyosis. Concurrent conditions included asthma, rhinitis allergic, uterine bleeding, chronic cervicitis, cervical cyst, endometriosis and obesity. Family history included heart disease, unspecified. Concomitant products included conlunett (ortho-novum) from (B)(6)2015 to (B)(6)2015, desloratadine since 2012, galenic /fexofenadine hcl/pseudoephedrine/ (allegra-d 12 hour), ibuprofen, naproxen, paroxetine hydrochloride (paxil) since 2014, salbutamol (albuterol inhaler), tranexamic acid (lysteda) and vitamins. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, 1 month 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal discharge ("irregular vaginal discharge"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6)2015. In 2017, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, menorrhagia, dyspareunia, vaginal discharge, vulvovaginal pain, allergy to metals, fatigue and alopecia had resolved. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2009, plaintiff underwent the essure implantation procedure and essure was successfully implanted, without complications, with the essure device. Physician visualized four training coils within the right side of the uterine cavity and five trailing coils within the left uterine cavity. Beginning on or about (B)(6)2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy to remove the essure devices, plaintiff goodwin has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: confirmed fallopian tubes were fully occluded on (B)(6)2009, she dye test that shows confirmed fallopian tubes were occluded - blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received - reporter information updated. Outcome of events - nickel allergy , fatigue and hair loss was updated to recovered / resolved. Event stop date 2017 was added for events pain, abnormal bleeding/ abnormal bleeding (general), severe back pain, abnormal menstrual bleeding, prolonged menses, painful intercourse/ dyspareunia (painful sexual intercourse), irregular vaginal discharge, vaginal pain, nickel allergy, fatigue and hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6) 1988, (B)(6) 1990 and (B)(6) 1994)), miscarriage in 2008, arthritis rheumatoid and adenomyosis. Concurrent conditions included asthma, rhinitis allergic, uterine bleeding, chronic cervicitis, cervical cyst, endometriosis and obesity. Family history included heart disease, unspecified. Concomitant products included conlunett (ortho-novum) from (B)(6) 2015 to (B)(6) 2015, desloratadine since 2012, galenic /fexofenadine hcl/pseudoephedrine/ (allegra-d 12 hour), ibuprofen, naproxen, paroxetine hydrochloride (paxil) since 2014, salbutamol (albuterol inhaler), tranexamic acid (lysteda) and vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, menorrhagia, dyspareunia, vaginal discharge and vulvovaginal pain had resolved, the allergy to metals and fatigue outcome was unknown and the alopecia was resolving. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2009, plaintiff underwent the essure implantation procedure and essure was successfully implanted, without complications, with the essure device. Physician visualized four training coils within the right side of the uterine cavity and five trailing coils within the left uterine cavity. Beginning on or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy to remove the essure devices, plaintiff goodwin has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed fallopian tubes were fully occluded on (B)(6) 2009, she dye test that shows confirmed fallopian tubes were occluded - blocked. Most recent follow-up information incorporated above includes: on 13-apr-2018: reporters added. Added laboratory data. Updated suspect drug inaction. Updated outcome of event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: ((B)(6) 1988, (B)(6) 1990 and (B)(6) 1994)), miscarriage in 2008, arthritis rheumatoid and adenomyosis. Concurrent conditions included asthma, rhinitis allergic, uterine bleeding, chronic cervicitis, genital cyst, endometriosis and morbid obesity. Family history included heart disease, unspecified. Concomitant products included conlunett (ortho-novum), desloratadine since 2012, galenic /fexofenadine hcl/pseudoephedrine/ (allegra-d 12 hour), ibuprofen, naproxen, paroxetine hydrochloride (paxil) since 2014, salbutamol (albuterol inhaler), tranexamic acid (lysteda) and vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, allergy to metals and fatigue outcome was unknown and the back pain, menstrual disorder, menorrhagia, dyspareunia, vaginal discharge and alopecia had resolved. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2009, plaintiff underwent the essure implantation procedure and essure was successfully implanted, without complications, with the essure device. Physician visualized four training coils within the right side of the uterine cavity and five trailing coils within the left uterine cavity. Beginning on or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy to remove the essure devices, plaintiff (B)(6) has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed fallopian tubes were fully occluded . Most recent follow-up information incorporated above includes: on 9-feb-2018: fu from pfs+mr: new events: pelvic pain, genital haemorrhage, allergy to metals, fatigue, vulvovaginal pain were added. Patient demographic, reporter information, other relevant history added. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered alopecia, back pain, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. Reporter causality comment: on (B)(6) 2009, plaintiff underwent the essure implantation procedure and essure was successfully implanted, without complications, with the essure device. Physician visualized four training coils within the right side of the uterine cavity and five trailing coils within the left uterine cavity. Beginning on or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy to remove the essure devices, plaintiff goodwin has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed fallopian tubes were fully occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.